Manufacturer narrative:
Analysis: the device in question was not returned. We received no response to multiple inquiries to the physician. Therefore, it is difficult to determine why the stent did not deploy. The procedure was described as a rigid and flexible bronchoscopy with cryoprobe and possible stent placement. It was reported that pre-existing characteristics may have contributed to the event. What these pre-existing characteristics were has not been disclosed after several attempts to obtain that information. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. During the manufacture of the icast stent delivery system every device is pressure tested to the rated burst pressure of 12atm. During this pressure test the balloon mounted to the catheter is expanded and visual and dimensionally verified to ensure it inflates properly but is also of the correct dimension. Conclusion: based on the investigation there is not enough information to conclude that the icast covered stent was faulty.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Medwatch received: (B)(4). It was reported that during a rigid/flex bronchoscopy case, the surgeon requested an icast stent for deployment to the segment of the right bronchus. During deployment the stent did not deploy. The surgeon chose not to try another stent.